Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The artery being treated was the right coronary artery (rca). Lesions were located in the mid, proximal, and ostial rca. The lesions were moderately to severely calcified and severely tortuous. The lesions were predilated with a 2.50x15mm maverick monorail balloon. The physician successfully placed a 2.50x20mm taxus express2 drug eluting stent in the mid rca and a 2.75x12mm taxus express2 drug eluting stent in the proximal rca. Next, the physician placed a 3.00x8mm taxus stent in the proximal rca and then attempted to place a second 3.00x8mm taxus stent to cover the ostial rca, but lost placement. When placement was lost, everything was pulled back and then the stent came off of the stent delivery system and lodged in the guide catheter. The stent delivery system was removed as a unit, including the stent. The physician was able to advance and successfully deploy another 3.00x8mm taxus express2 stent to complete the procedure. No patient complications were reported and the patient condition is listed as okay.